Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that ever since they placed her newest stimulator she has had back issues. The patient stated the hcp thinks it may just be from the way they positioned her during surgery but he's not quite sure but he has ordered physical therapy to see if that will help. The patient stated that the doctor had prescribed her physical therapy and has seen her once a week since she had her implant surgery. The patient reported that the change /symptom were noted as sudden. Patient requested that no follow up be sent to her doctor because he has done everything he can since she started having the back issues. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.